Manufacturer narrative:
A replacement glidescope avl video baton 3-4 was provided to the customer and the avl video baton 3-4 used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned avl video baton 3-4 and could not confirm the intermittent image issue. The technical service representative reported that when the avl video baton 3-4 was connected to test equipment and powered on, the video image was constant even when the baton was manipulated. The technical service representative did note that the baton's lens cover was missing. Since the customer had already received a replacement glidescope avl video baton 3-4, the returned device was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently when in use. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.